Event description:
Deflated rt saline breast implant s/p breast reconstruction after lumpectomy. Original augmentation 1979 with gel implants (bilaterally). Ca of rt breast 1989 had lumpectomy radiation & lymph node dissection & chemo at that time. In 1990, gel implants removed & were found to be ruptured. Replaced with saline implants, in 1994, saline implants replaced. Left one was ruptured, capsulotomy's done. Yellow fluid found in deflated prosthesis seut for culture.